Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. The chief tech reports an event in which a leak occurred from a "small needle-sized hole" in the venous line near the medication injection port. The line was changed and the treatment was completed without further incident. The reported blood loss was approximately 150cc. Blood cultures were done and a hemoglobin was drawn post event. Called CT to obtain further info. Not available, left message on voice maile for CT to return phone call. 3/31 - spoke with director of nursing who reports that the leak occurred approximately 1 hr into the treatment. Health care professional noted a "pool of blood" just under the location of the leak. The rn reports that the pt was stable. Post event hgb was 14 and rn reports that the blood cultures that were drawn were negative. The line is available for evaluation. Rn states that it is possible that the line was stuck with a needle as there was no leaking noted during prime. A response letter and mailer have been sent to the clinic. A medwatch form has been filed based on blood loss.